Event description:
The physician was using the micropulse laser with the attached probe to circle around the eye to deliver the laser to the eye. While they were doing the circle at the bottom of the eye, she noticed a white mark around the eye, and it seemed to be burning the skin around his eye. She initially thought it may be due to the patient¿s pigmentation, so she turned the energy level down and did another quadrant of the eye but got the same result. Then, the provider started smelling a burning smell and looked at the probe and it was singed on the inside. The provider thought it was a defective probe, so she switched to a new probe and did the rest of the eye without complication.

Event description:
The physician was using the micropulse laser with the attached probe to circle around the eye to deliver the laser to the eye. While they were doing the circle at the bottom of the eye, she noticed a white mark around the eye, and it seemed to be burning the skin around his eye. She initially thought it may be due to the patient¿s pigmentation, so she turned the energy level down and did another quadrant of the eye but got the same result. Then, the provider started smelling a burning smell and looked at the probe and it was singed on the inside. The provider thought it was a defective probe, so she switched to a new probe and did the rest of the eye without complication.